Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not responding and had a flashing white display. The customer reported blood glucose was 18.9 mmol/l at the time of incident. The customer took the battery out of the pump and inserted new battery, but the insulin pump did not respond. The customer was advised that the insulin pump will be replaced. The insulin pump is not expected.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to confirm critical pump error (open book image) or perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the constant blank flashing white light on the display.